Event description:
It was reported the pt's scs ipg is moving around (more than usual for the pt) within the pocket site which is causing intermittent communication between the scs ipg and charging system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.